Manufacturer narrative:
Patient mrn# reported as (B)(6). Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a talonavicular revision surgery on (B)(6) 2018, to remove two (2) non-synthes screws. The surgeon used the elite compression implant drilling templates to revise the patient to staples. The surgeon drilled one part and placed a staple on the medial side successfully. The surgeon drilled and placed another staple on the dorsal side. The surgeon was not satisfied with the placement of the staple on the dorsal side and removed the staple. The elite compression implant drilling template was used to drill another part when it twisted and broke. The broken pieces were retrieved and did not enter the patient. The surgeon was able to successfully implant a wider staple on the dorsal side. A non-synthes screw and vivigen were added. Routine intraoperative x-rays were taken. The revision surgery was completed successfully with a two minute surgical delay. Patient outcome is unknown. Concomitant device: elite 30x20x20x20x20mm (4 legs) straight implant (part: el-3020s4, lot: unknown, quantity: 1). This report is for an elite drill kit - s shaped. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient¿s height reported as 6 feet 4 inches. Initially reported concomitant device is determined as not a concomitant device as it was not involved in malfunction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.